Event description:
Reporter noted phaco tip occluded in sculpt mode and became warm. Small corneal burn occurred. Pt had difficulty cooperating during case; procedure was stopped, and finished later under sedation.